Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were drops of ¿fat¿ in the overpouch of an exactamix valve set. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection, excess silicone oil was observed on the valveset body exterior and the interior of the pouch. The reported condition was verified. The cause was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.